Event description:
It was reported that during an unspecified surgical procedure, they observed three sequential unformed staples at the first firing using echelon 3000 60mm as the staple legs were straight. Unformed staples were from the right side of cartridge - midway - outermost row. Silk sutures were used to oversew and secure the area. Tissue being stapled had consistent thickness. Surgeon pre-compressed before firing. All other staples appeared fully formed. The stapler fired 10 more times with 10 gst60t loads; all with fully formed staples. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 610d77 / 22gst60t , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.